Event description:
The customer reported that during sculpting a system message displayed and the system stopped working. The system was rebooted 3 times and system still didn't work. On the 5th attempt to reboot the system, it passed tuning and the surgery was completed. There was a delay of approximately 15 minutes. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).